Manufacturer narrative:
Device eval: one cadd-legacy plus pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump housing had slight damage. Review of the event history log showed the pump displayed the following event: 1006> service due - 56 - 4/29/2019 10:44:00 am recorded in the event log. Functional testing involved powering up the pump and showed the device alarmed for service due. On review of the clock record, it was found that the clock days were past specification. The clock battery was replaced as service maintenance. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited "error 55". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.